Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2025 /serial#: (B)(6). D9: no h3: no h4: mfg date: 22-oct-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a routine clinic check, a review of logfiles showed one appropriate critical battery alarm. As per the ventricular assist device (vad) patient statement, the patient had fallen asleep and was connected to the batteries with no symptoms or issues. It was also reported that the logfiles showed one controller power-up event in which the controller was off for approximately 15 seconds. A vad start was logged in association with an accidental double power disconnect of power sources attributed to patient confusion, with no symptoms or issues noted. A slight downward trend in flows and pulsatility was noted since the end of january/beginning of february in which the clinic will monitor. It was noted the trends were still within normal limits. The vad and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation results. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in estimated flows and power consumption, with an associated decrease in pulsatility, starting on 31/jan/2026. However, no low flow alarms were logged within the analyzed period. Review of the event file revealed one (1) controller power-up event, with an associated motor start event, logged on 12/feb/2026 at 21:15:25, indicating a loss of power to controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 87% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 49% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for fifteen (15) seconds. Additionally, review of the alarm file revealed one (1) critical battery alarm involving (B)(6) was logged on 10/mar/2026 at 20:02:48, which was due to the patient allowing the battery to deplete below 10% rsoc. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow and pulsatility event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Based on the available information, the most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The most likely root cause of the reported loss of power event can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.